Manufacturer narrative:
Additional information was received that no further action will be taken at this time.

Event description:
A report was received that the patient's stimulation was aggravating her pain and she would undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient's stimulation was aggravating her pain and she would undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead 70cm.